Event description:
Analysis of the lead was completed on (B)(6) 2014. Abraded openings were noted in the outer and the inner silicone tubing. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred on the coil broken end. Due metal dissolution and surface contamination the fracture mechanism of this end cannot be determined. Scanning electron microscopy images of the positive coil at the suspected mating end show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Clinic notes were received indicating that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance. It was noted that the high impedance observation may have been due scarring or fibrosis formation. X-rays were taken and showed that the superior electrode was disconnected from the remainder of the lead. The patient¿s device was subsequently disabled during an office visit on (B)(6) 2014. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent generator and lead replacement due to lead discontinuity. The generator was replaced prophylactically. The explanted devices were received for analysis. Analysis of the generator was completed on 09/25/2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.